Manufacturer narrative:
The lot number provided is not a valid lot number. Therefore, UDI and manufacturing date could not be known. Adverse event (ae) assessment: ae assessor spoke with v-go 20 user. She has been using the v-go for about 5 months. She called in to report that she had two devices fall off before the 24 hours. She stated that she has developed a red rash and itching. She states there is no sign of infection. Her skin remains irritated after she changes the site. Her healthcare practitioner (hcp) is aware and directed her to use skin barrier prep. The patient stated she had little relief using the barrier wipe. She stated that the skin is reddened in the area of the adhesive. She stated the reaction is worse when she applies to her abdomen vs her arm. Because she noticed the device come off, she had no rise in glucose levels as she replaced them right away. Her hcp recommended cortisone cream for the itching, which she states has given her relief. She does wear a dexcom continuous glucose monitor (cgm) and has had no reaction to that device. This is adverse event is not serious. The v-go uses medical grade hypoallergenic adhesive, however some people can develop sensitivity to it.

Event description:
The patient reported that they had two v-go 20 devices fall off over the weekend. The first occurrence was (B)(6) 2022 and the second was on (B)(6) 2022. The patient also stated that her skin was irritated from wearing them. The patient confirmed that the devices are not available for return to the manufacturer for evaluation.